Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels (40-60 mg/dl) and carbohydrates were consumed to address the low bg. The customer stated that the low bg was due to an illness and after the illness, the pump settings needed to be adjusted. Tandem technical support advised the customer to discuss the event with a healthcare provider.